Event description:
When noise was observed, the decision was made to explant the lead system. During the lead revision, a burn mark from the lead was seen on the ICD. At this point, the physician elected to also explant the ICD.